Event description:
During the procedure the surgeon used the clip applier and noted that the clips were not holding. A second device was used without incident. It is unknown if the second device was of the same or a different lot number.